Event description:
It was reported that "screws were implanted and blockers inserted, but upon final torque, blocker kept turning and popping. Shards of metal also were coming off of the screws. It was explanted, and the blockers were stripped. Screws weren't quite so stripped, so I assumed they cross threaded the blockers and the screws were ok, because I put good blockers in them and they worked like they should."

Manufacturer narrative:
Product was discarded and will not be returned. Additional information has been requested, and will be submitted in a supplemental report if obtained.